Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Seroma ¿ late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "repetition seroma," "capsular contracture grade IV," 'double capsule," and "negative cytology and capsule with chronic inflammatory infiltrate concordant with periprosthetic capsule." The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "repetition seroma," "capsular contracture grade IV," 'double capsule," and "negative cytology and capsule with chronic inflammatory infiltrate concordant with periprosthetic capsule." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ inflammation irritation: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, wear abrasion and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "repetition seroma," "capsular contracture grade IV," 'double capsule," and "negative cytology and capsule with chronic inflammatory infiltrate concordant with periprosthetic capsule." The device has been explanted.